Event description:
The reporter indicated that a 12.1mm vicm512.1, -07.50 diopter, implantable collamer lens was implanted and replaced intraoperatively with a longer length lens on (B)(6) 2022 from patient's left eye (os) due to low vault. This resolved the problem. Cause of the event is reported as unknown. Reportedly, the postoperative condition is good.

Manufacturer narrative:
Claim#: (B)(4).